Event description:
Caller states, the patient tested 6.4 inr on the coaguchek s system and 4.91 inr on a comparison lab. Coumadin was held for 2 days based on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.